Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging to full capacity and pump was hot to touch while charging. There was no reported impact to customer's blood glucose. Customer declined tandem technical support's offer to troubleshoot.